Manufacturer narrative:
Concomitant medical products: 310c29 valve, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients family member that the implantable pulse generator (ipg) exhibited no telemetry. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.